Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strips had a poor fill. Manufacturer contacted customer to ensure the new product replacement resolved initial concern and meter is not displaying low results as well as customer's condition; customer's condition has improved; customer did not report medical attention; customer is satisfied with the new product replacement reading.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 107 to 120 mg/dl. The customer reported symptoms of dizziness. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Comparison of blood glucose test results by customer from trueresult meter to truetrack meter. Back to back blood test performed by customer fasting on (B)(6) 2016 produced test results of 93 mg/dl using trueresult meter and 138 mg/dl using truetrack meter. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 92 mg/dl and 91 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is 01/22/2016. The meter memory reviewed for fasting test results: 1:93mg/dl (B)(6) 2016 08:45am, 2:76mg/dl (B)(6) 2016 07:04am, 3:86mg/dl (B)(6) 2016 07:31am, 4:77mg/dl (B)(6) 2016 06:55am, 5:87mg/dl (B)(6) 2016 06:55am. Adverse event not reported.